Event description:
It was reported that the health care provider stated that they had found the pump does not work as well after five years and they are required to change the pump every five years. It was unknown what medication this device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).